Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. Phone: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was noticed that after implantation, there was a scratch on the intraocular lens (iol), close to the optical axis. The surgeon removed and replaced the iol during the same procedure. A new iol was implanted normally. There were no complications, and there was no influence in visual outcome. No extra post-op controls were planned. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation ? Yes, returned to manufacturer on 1/19/2017. Device returned to manufacturer ? Yes. Device evaluation: the plunger component was observed in the advanced position. The cartridge was observed correctly engaged into the lower body of the pcb00 device. There is no assembly defect observed on the insertion device. The lens was not returned for evaluation. The reported cosmetic damage (scratch) could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.